Manufacturer narrative:
Correction: d4 information. H4: the lot was manufactured between july 21, 2023 and july 24, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video observed fluid inside a bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to patient use. Liquid was observed in the bag that enclosed the device. The device contained 2600mg fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.